Event description:
It was reported that this right atrial (ra) lead was capped due to unknown product performance issue. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information received indicates that the atrial lead was fractured.

Event description:
It was reported that this right atrial (ra) lead was capped due to unknown product performance issue. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.